Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the device exhibited suction issues indicating low flow. The resolution for this issue is unknown. The patient outcome at explant noted that the patient expired. No further information is available. O medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
B1 adverse event was inadvertently omitted on the initial manufacturer device report number 1220648-2024-21242. B2 death and date of death was inadvertently omitted on the initial manufacturer device report number 1220648-2024-21242. G1 reporting contact email revised on manufacturer device report 1220648-2024-21242 in accordance with updated procedures. H1 type of reports was erroneously selected on the initial manufacturer device report number 1220648-2024-21242. H6 health effect - impact code 1802 was inadvertently omitted on the initial manufacturer device report number 1220648-2024-21242 h11 investigation conclusions 11 was erroneously entered on the initial manufacturer device report number 1220648-2024-21242.